Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported that they experienced a high blood glucose level of over 400 mg/dl. The insulin pump fell and broke from the battery compartment. The battery cap broke. The battery was stuck and they were unable to remove it. The customer was given a manual injection. The insulin pump was alarming but nothing appeared on the screen. The device was not returned.